Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 39 mg/dl and 127 mg/dl. The customer had low blood symptoms of being confused at the time of the 39 mg/dl result. Customer ate an apple on his own. Customer felt much better after eating the apple. The customer received the 127 mg/dl after consuming the apple. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.